Manufacturer narrative:
(B)(4) b3: event date is the publication date of the article. D10: unknown stem, unknown g7 shell, unknown liner, unknown head . G2: foreign ¿ united kingdom . G2: literature: geng, z.; asamu, a.-s.; aldridge, w.; ng, a.b.y. Functional and safety outcomes of third-generation zimmer biomet g7® dual mobility total hip arthroplasty in femoral neck fractures: a retrospective cohort study. J. Clin. Med. 2025, 14, 8350. Https://doi.org/ 10.3390/jcm14238350. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
The journal article reported 5 patients in the cemented group experienced chronic hip pain >6 weeks postop. No further information was provided regarding treatment or outcomes. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11 h1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.